Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the reported events. Lead insulation damage was the suspected cause of the event, however, this was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the suspected cause of the event was a lead fracture. This has not been confirmed via diagnostic imaging. Additionally, provocation testing was performed and the noise was reproduced.